Event description:
Follow-up revealed the patient's lead was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been occasionally experiencing overstimulation at the ipg site. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.